Event description:
It is reported that the impedance of ipg lead was more than 3000 ohms. It was also reported the doctor changed the position over and over, the impedance was still high. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4) no anomalies found; full lead analyzed.